Event description:
It was reported the surgeon used the aculoc2 plate and inserted the locking screw. During the procedure, the driver tip broke. The surgeon was unable to remove the broken driver tip piece, and therefore, it remains in the patient. Device information for the screw involved is unknown. This report is related to report number 3025141-2022-00198 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.